Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to pace. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaulation. However, visual data of the customer's report was provided by the customer. The report was observed during review of the visual data. Indicated that the pacer indicator markers were turned off. The customer was notified how to enable to pacer indicator markers to resolve the report. The device is not required to be returned for evaluation and the complaint is closed as meets device specification. Analysis of reports of this type has not identified an increase in trend.